Manufacturer narrative:
Product analysis: the stent was returned for evaluation. The returned stent was found to be deformed, with stretched stent wraps. Additionally, a section of the guidewire, including its stretched coils, was wrapped around the deformed stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug-eluting stent, the stent was damaged by another device. The lesion being treated was moderately tortuous and moderately calcified located in the ostium of the left main (lm) coronary artery. The stent was placed and successfully deployed in the lm. Another stent was then placed in the left anterior descending a rtery(lad). Another stent was placed in the ramus using a non-medtronic guidewire. When it was attempted to retrieve the guidewire, it locked up with the deployed stent in the lm. The guidewire was pulled and the stent was expanded and removed from the patient stuck to the guidewire. The stent did not pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used during delivery. The stent was inspected prior to use and negative prep was performed with no issues. The patient died the following day. The physician assessed that the death was related to gastrointestinal (gi) bleed and was not due to the issues encountered with the stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: another 4.00x08mm onyx frontier stent was then placed in the left anterior descending artery(lad) with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.